Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unrecalled day and time. She obtained a result of "226 mg/dl" on the subject meter and "168 mg/dl" on the doctor's meter, done greater than 30 minutes of each other. She stated that she manages her diabetes with insulin (self adjuster 80u/day) and due to the alleged issue, stated that in the morning of an unspecified day, she continued taking her usual dose of medication. The patient claimed that 4 hrs later, after the alleged issue began, she felt "low symptoms." She denied receiving any treatment due to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter and using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed "low symptoms" suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.